Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2021. The customer¿s blood glucose level was 300 mg/dl at time of incident. The customer was assisted with troubleshooting. The customer was treated with bolus and insulin drip in emergency room and hospital. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they performed displacement and self test and insulin pump did pass both the test. The device will not be returned for analysis.